Event description:
Over delivery reported. The pump was to infuse four intermittent doses of piperacillin, mixture of 16 grams in 500cc of unspecified intravenous solution. The settings were intermittent 500cc container, 123.6cc over 90 minutes every 6 hours, with a keep vein open rate of 0.2cc for 4 hours 30 minutes. The pt was hooked up at 2100 on 8/25, and on 8/26 at 0700, the bag was empty and the pump was flashing between "error 143" and "two doses given". This was observed by the pt while the pump was administering the "third dose". No pt harm was reported. The pt was admitted to the hosp a few days later for an unrelated problem.